Manufacturer narrative:
Additional information: h3, h6 and h10 h10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. The technician performed a visual inspection and found the wheels were damaged and stuck rotation. The technician did verify the wheel was damaged and was at risk of tipping over. To rectify the issue, the technician replaced the damaged wheels with anti-static wheels, and the machine was returned to service. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wheel of a prismaflex system machine was observed damaged during prime. The device was at risk of tipping over. There was no patient involvement. No additional information is available.